Event description:
The customer reported that the v60 ventilator was unable to update the software. It was unknown how the issue was found. No patient impact and/or harm reported. No user impact and/or harm reported. No testing was reported to have been performed to replicate/confirm the issue. The customer reported that the software was not updating. Based on the details provided, the alleged malfunction was confirmed. A follow up was performed with the customer, and it was reported that the issue was resolved; however, the customer did not specify what resolved the issue. The customer did not specify if the device was returned to service; the final disposition of the device could not be determined. This investigation is ongoing.